Event description:
It was reported that the patient was having a MRI because the lead was broken and they wanted to place a new one. The reporter did not know when the lead break occurred. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #6000153-2014-00077 as the patient only had two leads implanted at the time of the report and it was not specified which broke.

Event description:
It was reported that the cause of the event was fraying of the lead. The damaged left electrode was removed and a fresh electrode replaced it. The coating of the electrode was disintegrating and the wires were fraying on the distal end. Hospitalization was required and the patient outcome was marked as a non-serious injury or illness, he recovered without sequela, and as a serious injury or illness that recovered without sequela.

Manufacturer narrative:
Product ID: 3389s-40, lot# v011687, implanted: (B)(6) 2006, product type: lead. (B)(4).